Event description:
It was reported that the user experienced repeated dexcom g7 signal loss alerts overnight, disconnected the ilet, later reconnected it, and noted blood glucose values rising from 149 mg/dl to 203 mg/dl before breakfast and 195 mg/dl at the time of the call, with the responsible device for the signal loss not identified; the reported device issue involved intermittent communication failure and referenced the antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with an electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.